Manufacturer narrative:
.Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a visual inspection of the pump showed a peeling keypad cover. During testing, the contrast button was unresponsive and the up arrow keypad button was intermittently unresponsive. The keypad cover was removed; contamination was found under all key contacts and the contrast contact had damagedue to contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.